Manufacturer narrative:
Additional information received on (B)(6) 2021, indicated that date of explantation updated to (B)(6) 2021 manufacturer¿s reference number (B)(4).

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that date of explantation postponed to (B)(6) 2021. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a mentor memorygel, 375cc silicone prosthesis experienced left sided capsular contracture baker grade IV post procedure. The issue was diagnosed on (B)(6) 2020. As a result, an explant scheduled on (B)(6) 2020.